Event description:
Reported due to track ooze requiring intervention. In 2006, a storeclose was used to close a patient's arteriotomy in an unknown vessel after an unknown procedure. The event was described as "puncture site was oozing and not resolved with holding pressure. Femoral closure device in place. Lidocaine with epinephrine was injected to stop oozing. Patient was discharged home the next morning without further complications." The length of time for the track ooze, pressure or expected hospital length of stay were not reported.